Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft limb was implanted during the endovascular treatment of a 117.3 mm abdominal aortic aneurysm. It was reported during the index procedure, after the placement of conventional catheter guidewires, the endurant (enlw1616c120ee) stent graft was introduced, but the delivery system failed to deploy as expected halfway during deployment . Despite troubleshooting efforts, the issue could not be identified, and the stent was only successfully deployed after disassembling the delivery system. The enlw1616c120ee was implanted inaccurately due to the deployment issue. Another stent was implanted. It was confirmed that there was no observed damage to the delivery system or device packaging prior to insertion into the patient. The deployment steps were followed per the instructions for use (IFU) and the physician rotated the slider as indicated. Per the physician the cause of the deployment failure is undetermined. No additional clinical sequelae were reported, and the patient is fine

Manufacturer narrative:
Product analysis rear handle and external slider were partially disassembled on receipt of the device. The stent graft had been deployed and was not received for analysis. A bend was evident to the graft cover. Kinks were evident to the spindle member with deformation evident at the kink site. Deformation was evident to the distal graft cover. No other deformation evident to the remainder of the device. The handle was disassembled and the spring removed from slider, distal od measured 1.261 inch, proximal od measured 1.247. (Specification 1.260-1290). The spring moved with no issues and the ID of spring relative to the od of the plastic shows a gap as appropriate. When the delivery system was reassembled the t-tube moved with no resistance, however resistance was encountered when engaging the trigger. The trigger appeared very tight with small amount of damage noted, which may have been related to repeated assembly and disassembly. When moving the slider it was catching and finally releasing as if not disengaging correctly and catching on one of the teeth. The sleeve ID, inner slider od, retainer od and screwgear od were measured and found to meet specifications. The reported deployment/expansion issue could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.